Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to align properly in the loading device. The hosp indicated that the seal appeared to be in the wrong position upon opening the package. Two additional replacement devices were used in order to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the heartstring iii device in question. Refer to MFR report # 2242352-2012-01457 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).